Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired with a blue reload across the appendix. Once the firing was finished, the jaws were opened and the cartridge fell out. They noticed that some of the staples had formed about half way but not formed in the tissue. The tissue was cut in the middle but only part of it appeared stapled. No tissue was in the proximal and distal end of the jaws. Only part of the tissue was in the middle of the jaws. There was no staple formation in the middle and distal end of the jaws. The staples that were formed came from the proximal end of the jaw. Those staples fell out into the abdomen because no tissue was in the jaws at the proximal end. Upon examining the cartridge, only the first half of the drivers was pushed up. Some staples remain unformed (middle area). The distal staples were still in the pocket and had not been pushed up out of the cartridge. The cartridge along with the deployed staples were removed.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a 6r45b reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded into the device without any difficulties and did not fall out during functional testing. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). Per the event description, it is possible that the reload was not loaded completely into the device. When the reload is loaded improperly or long loaded (holding features of the cartridge are distal from the channel windows and are not snapped in place) at the moment of the firing, the cartridge will be ejected forward and some staples will be deployed (approximately half way) and malformed because of incorrect alignment. A batch record review was performed and no anomalies were found during the manufacturing process.